Event description:
As reported to coloplast by an end-user, foreign material was found in the wall of the catheter after use, causing pain and a slight bleeding. The foreign piece in the wall of the catheter was a piece of dark brown "grit" approximately 5 mm in size and located approximately 2cm from the end of the catheter. The customer did not notice the grit and used the catheter. He felt the grit when inserting the catheter it was painful and caused slight bleeding. He went to the doctor and was put on antibiotic. There was no lasting damage. A sample of catheter is not available.

Manufacturer narrative:
The return of the device has been requested. It was reported that the device is not available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, an addendum to this report will be filed.